Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (site name), h6 (clinical and impact code). Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - (B)(6)),g3,g6,h2,h3,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer evaluated customer reported "helium leakage from the cylinder insertion point" during the cylinder change. The problem was confirmed directly on site. Dismantling and replacement of the gasket under the helium high pressure regulator was carried out. During the various functional tests, an internal communication error was detected between the executive board and the video generator board. Followed by disassembly and cleaning of contacts. Functional checks and diagnostic tests.regular functioning tests. Repair completed. The device has passed all performance and safety tests according to the parent company specifications. The device was returned to the customer and cleared for clinical use. The fault did not cause any damage or inconvenience to workers or patients.